Event description:
Imaging confirmed device placement.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved. The recipient is wearing the device and will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's inflammation has reportedly resolved; however, the recipient is still not wearing device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a bump and swelling at the implant site. The recipient is presenting with inflammation. The recipient was advised to cease device use.